Event description:
It was reported that the patient presented to the emergency room. The right atrial lead had dislodged and was explanted. It was noted that the patient had developed twiddlers syndrome.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).